Event description:
It was reported by service report that both siderails and the footboard had missing and cracked parts and vectors with exposed sharp edges. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: both siderails and footboard had missing and cracked parts and vectors with exposed sharp edges.